Event description:
Caller reports the following comparison performed on uf0168164/uf0226475. Pt 1:1.0 inr/1.5 inr. Pt 2: 1.9 inr/4.5 inr. Pt 3:2.0 inr/4.5 inr. No action was reportedly taken based on any reported results. No adverse event reported. Requested return of suspect device and replacement was sent.